Event description:
It was reported that the xenon light source presented an error message. The issue was identified during set up /inspection for use, prior to patient being in the room. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.